Event description:
It was reported that during a da vinci-assisted colorectal procedure, the procedure was converted to open due to patient anatomy related difficulties. There was no information provided regarding any da vinci issues related to the conversion. Multiple requests for additional information have been unsuccessful.

Manufacturer narrative:
Conservatively reported as there is insufficient information provided regarding the specific nature of the anatomy that resulted in a conversion to open surgery.